Manufacturer narrative:
The insulin pump received with no down button response due to corroded down keypad traces. No ramping number on their own or scrolling bar moving anomaly noted. Pump was tested with keypad test and download insulin pump. The device had downloaded properly using care link pro. No download anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 208 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.